Event description:
According to the distributor's report, the device was used to close a facial laceration. During application, the adhesive contacted the lateral corner of the pt's eye and glued it shut. The pt referred to an eye specialist who concluded that the eye was fine.